Manufacturer narrative:
All maintenance items were up to date. No sample foam detection (sfd) alarms were visible within the last 30 days which is consistent with having the sfd feature deactivated. The qc was within the acceptable limits and the alarm history did not reveal any issue with the hardware components. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cortisol assay lot number was 787762. The expiration date was not provided. The customer mentioned that they had multiple qc failures on the week of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys cortisol assay on a cobas e801 immunoassay analyzer. Initial result: 5 nmol/l. This result was reported outside the laboratory. The initial result did not match the patient's clinical diagnosis and the sample was repeated a few hours later. 1st repeat result: 356 nmol/l. On (B)(6) 2024 the sample was repeated and the 2nd repeat result was 355 nmol/l.